Manufacturer narrative:
Suspect cl was discarded.

Event description:
On 11apr2022 a patient (pt) from (B)(6) called to report a diagnosis of os corneal ulcer in (B)(6) 2022 while wearing an acuvue® oasys® for astigmatism brand contact lens (cl). The pt reported the os suspect cl ¿hurt¿ the eye. The pt went to an eye care professional (ecp) for evaluation after waking one morning in (B)(6) 2022, unable to open the os. The ecp (at an urgent eye clinic) prescribed vigamox 1 drop every 3 hours for 3 weeks and an unknown ¿eye gel.¿ the pt couldn¿t recall the name of the treating ecp because the pt ¿saw so many.¿ no additional information was provided as the call dropped. On on 11apr2022 additional medical information was provided by the pt. The treating ecp contact name is unknown. The pt reported the treatment ¿lasted a month and all the problems resolved.¿ the pt was prescribed ¿vigamox moxifloxacin¿ but was unable to provide the frequency of the drops. The pt was also prescribed ¿ph tears gel¿ but the frequency of the treatment was unknown. The pt did not have a medical report from the ecp visit and no additional medical information was provided. Multiple calls were placed to the ecp to verify the pt¿s diagnosis and treatment, but nothing additional was provided. This os corneal ulcer is being submitted as a worst-case event as the diagnosis and treatment could not be verified by the ecp. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b00t7q1 was produced under normal conditions. The os suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.